Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) / ruptured fallopian tube/perforation of essure device into the fallopian tubes/coil attached to fallopian tube') and device expulsion ('expulsion of essure device') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and pelvic discomfort. In (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced alopecia ("hair loss") and back pain ("pain, lower back pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), heavy menstruation, blood clots"), urinary incontinence ("bladder or urinary problems or changes can't hold"), migraine ("migraines / headaches"), headache ("bad headaches/ headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/increased pain during menstruation") and abdominal pain ("pain, left side abdominal (but on the right too but worse on the left), sharp stabbing pains in abdomen") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (bilateral salpingectomy, tubal ligation). Essure was removed in (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, mood swings, vaginal haemorrhage, menorrhagia, urinary incontinence, migraine, headache, tooth disorder, dysmenorrhoea, fatigue, weight increased, alopecia, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, alopecia, back pain, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood swings, tooth disorder, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No (as written), it made it worse. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion on (B)(6) 2013. X-ray - in (B)(6) 2016: perforation of essure device into fallopian tubes. Concerning the injuries in the case, the following ones were described in patient's medical records: fallopian tube perforation/ruptured fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs and mr received: case become incident. Event injury replaced by new events: hormonal changes describe: mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder or urinary problems or changes can't hold, migraine, dental problems, dysmenorrhea (cramping), expulsion of essure device, perforation (fallopian tube(s)), fatigue, weight gain, hair loss, lower back pain, left side abdominal pain, bad headaches were added. Outcome of the events added as not recovered / not resolved. Reporter information, patient demographics added, product indication, insertion and removal dates updated, medical history added. On 9-jul-2019: no new information received. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.